Event description:
The customer reported having low blood glucose of 40mg/dl. The caller stated that she was in a car accident while driving. The blood glucose reading at time of call was 109mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal.reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.